Event description:
Device complication: none. Adverse event: minor stroke. Time of event: several hours post-procedure. It was reported that during a stenting of a very irregular ulcerated lesion of the left ica, post dilatation, the ica became occluded with debris. An export catheter was used to clear the debris from the sheath to the accunet in the ica. The patient was reported to have had a minor stroke several hours after the procedure. A repeat cta (computerized tomographic angiogram) was done showing defined abnormality in the left cerebral hemisphere. In 2006 the patient returned for a repeat angiogram due to symptoms persisting in left eye. The angiogram appeared unchanged. No additional information is available.

Manufacturer narrative:
During processing of this complaint, quality assurance attempted to obtain complete event information, including patient information and patient status, from the hospital, field contact or distributor.